Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, scratch on the lens was noticed . Subsequently, it was removed during initial procedure and completed with new iol. No patient harm was reported. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).